Event description:
A surgeon reported a pt that following intraocular lens (iol) implant surgery, cannot see "quite right" both distance and near and is unhappy despite good visual acuity of 20/20 to 20/25 and j1 at near. The surgeon reported he has tried everything, including "full court" dry eye therapy, to make the pt happy. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on 02/08/2012 and 03/05/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).